Manufacturer narrative:
Customer declined return.

Event description:
The user facility reported that the device had a component missing after processing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.